Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming - no disposable, pump won't run. Per reporter residual volume was: 73.9 ml, rate 1.6 ml hr and 1.15 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Corrected data b1, corrected data: corrected data b1: product problem.